Event description:
It was reported to philips via remote alert that the host computer was unable to communicate with the flexvision computer. No harm was reported to philips. Philips has started an investigation of this complaint.